Event description:
It was reported the pt was unable to recharge the ipg (implantable pulse generator) and external devices were unable to communicate with it. Pt had not charged the ipg in a year because of his medical condition. The pt expressed his interest to use the system again. Follow-up info showed the sjm rep confirmed the issue. The pt was to follow-up at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.